Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a problem issue with telemetry. Analysis of the device memory indicated egm (electrogram) and marker channel information were missing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of a remote transmission, it was noted that there was a suspected break in telemetry, which resulted in the electrogram (egm) exhibiting misaligned markers. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.